Event description:
The customer reported the olympus gastrointestinal videoscope had a b30 (scope communication error) during preparation for a case. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.